Event description:
It was reported that prior to a surgical procedure at the user facility, the device caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, damaged contact pins and a delaminated pc board (flex assembly) were found, which are probable causes of the bias current error.